Manufacturer narrative:
Concomitant medical products: 694765 lead, implant date: (B)(6) 2008; 5071-53 lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead exhibited loss of capture.